Event description:
It was reported that during an upper lobe wedge resection procedure, the powered device was difficult to fire and sounded really slow. The manual over ride on top was used after the reverse switch was tried and did not work. The staples were formed however, not able to remove from the tissue. An (B)(4) was opened and was difficult to fire, the staples looked fine and the device fired as intended however, the device was difficult to fire. The (B)(4) device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lobe. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku for both. If echelon, during which stroke did the event occur? Asku for the (B)(4). What color cartridge was being used? Blacks asku. Lot# for both devices. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? With powered it sounded slow. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher to fire for both. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, for the (B)(4). Was there any difficulty removing the device from the tissue? The powered. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Damaged anvil. A (B)(4) device was received instead of the reported (B)(4). The device was received with the anvil bent upward and with no cartridge reload loaded on the device. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bend upwards; this condition may also cause the motor to run down. Furthermore, the manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.